Event description:
Report from medical literature indicates "gastric strangulation" and "the fundus stomach had managed to work its way above the band and had become ischemic." Reporter states pt had mild peritonitis. During surgery to remove band, a gastric strangulation was identified.